Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has a check vent battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
On site boot up the device, the screen shows the battery failure, the error code 1124, confirmed the battery failure. Replace the battery. The device is back to normal.

Manufacturer narrative:
(B)(4).